Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported in error. The initial report was submitted in error and should be voided. Additional information received indicates that the explanted items were competitor product.

Event description:
Upon receipt of additional information, it was determined that this item was reported in error. The initial report was submitted in error and should be voided. Additional information received indicates that this item is competitor product.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2023-00137, 0001825034-2023-00139. Concomitant medical products: unknown articular surface. Unknown femoral. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is experiencing pain in the left knee and difficulty walking approximately ten years post implantation. Attempts to obtain additional information have been made; however, no more information is available at this time.